Event description:
Patient following onyx embolization of left pca, patient suffered right homonymous hemianopsia and moderate widespread cognitive impairment. A microcatheter tip was retained close to avm site. Microcatheter tip was unable to be detached distally and instead was detached more proximally.